Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the right atrial lead exhibited insulation anomaly and fracture. The lead was explanted and replaced. The patient was in stable condition prior, during, and post operation.